Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. Technical services (ts) discussed options with the field representative who noted that this patient will undergo a device changeout in a few months and this rv lead will be tested at that time. This rv lead remains in service. No adverse patient effects were reported.